Event description:
Per the customer medsun report: "event desc: at the out patient infusion clinic, the primary and secondary tubing were appropriately set up for an infusion using an alaris pump. The primary drip chamber showed elevation of fluid levels from baseline inspite of have a misquito clamp on the primary tubing. This indicated that the secondary bag was flowing into the primary bag and not going to the patient. The infusion was stopped, a new set of tubing was set up and the infusion was administered. Due to the malfunction, there was a 45 minute delay". IV bag label notes: paclitaxel 120mg/ns 250ml total volume 270ml. Generic for: dose= 70 mg/m2; days 1, 8 and 15 q278 days. Total volume: 270ml; c7d1 12/30. Taxol tubing and inline 0.2 filter. No other info is available, there was no report of any patient harm.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.